Manufacturer narrative:
The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed, remains implanted.

Event description:
Approximately four months post hvad implantation this patient power switching. The battery was replaced and is being returned to the manufacturer for evaluation. There was no reported patient injury.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The reported event indicates an issue with the performance of the batteries. The device was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to a communication error between the controller and battery. The most likely root cause is a communication error between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.